Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen). (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. (B)(6), son, is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 226, 180 and 407mg/dl. The customer's expected fasting blood glucose test result range is 100 to 110mg/dl. The customer feels well and did not report any symptoms. The product is not stored according to specification in the kitchen. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 02/19/2019 and open vial date is undisclosed.the meter memory was reviewed for previous test result history: 226mg/dl (B)(6) 2016 09:11 am fasting: yes;124mg/dl (B)(6) 2016 08:50 am fasting: yes;180mg/dl (B)(6) 2016 08:31 am fasting: yes;407mg/dl (B)(6) 2016 08:56 am fasting: yes;102mg/dl (B)(6) 2016 08:44 am fasting: yes. The code chip matches the test strips. The customer has not had any changes in her diet or exercise. She is taking metformin to manage her diabetes. The customer is not sure when the test strips were open.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen). (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. (B)(6), son, is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 226, 180 and 407mg/dl. The customer's expected fasting blood glucose test result range is 100 to 110mg/dl. The customer feels well and did not report any symptoms. The product is not stored according to specification in the kitchen. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 02/19/2019 and open vial date is undisclosed. The meter memory was reviewed for previous test result history: 226mg/dl (B)(6) 2016 09:11 am fasting: yes, 124mg/dl (B)(6) 2016 08:50 am fasting: yes, 180mg/dl (B)(6) 2016 08:31 am fasting: yes, 407mg/dl (B)(6) 2016 08:56 am fasting: yes, 102mg/dl (B)(6) 2016 08:44 am fasting: yes. The code chip matches the test strips. The customer has not had any changes in her diet or exercise. She is taking metformin to manage her diabetes. The customer is not sure when the test strips were open.